Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine three month follow-up, the battery status of this unit illustrated a percentage not as expected. Boston scientific's technical services (ts) was contacted to perform a longevity calculation to provide the actual percentage of remaining battery life. Ts reported a remaining longevity of approximately one year and the rationale for the percentage anomaly was due to the way the percentage is calculated, based on consumed energy. No adverse patient effects were reported and to date, no system changes required. The device is operating as expected.